Manufacturer narrative:
Device malfunction. Device not returned to MFR. Device was removed and replaced with a competitor's screw.

Event description:
During surgery a 3.2mm cortical bone screw head broke from the shaft as it was being inserted into the pt. The surgeon removed the screw with pliers and replaced it with a competitor's 3.5mm screw. The pt had hard bone quality, which cause the competitor's hex screw socket to start stripping during the second insertion attempt. All other screws inserted were from trimed. The provided bone tap was used to prevent breakage in other screw holes.